Event description:
The fe and customer reported that the system would not display a continuous fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.